Event description:
A nurse reported that the anterior chamber was unstable and collapsed during the procedure. Add¿l info was received advising that there was no impact to the pt in this particular instance. Based on the reported event of ¿anterior chamber not stable, collapses reproducible when using this hand piece¿; we have requested add¿l info regarding the number of pts.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).